Event description:
It was reported that a patient with an enterra device was bleeding from the mouth and was taken to the hospital. The patient's device may have been turned off/interfered with from walking through security doors at a prison facility. Further information is being requested from the hcp.